Event description:
First PICC line inserted without incident, bard power PICC tl lot #rekq0030. Placement verified with 3cg technology. Instructed to retract line 2cm by first md due to some bradycardia. Cxr obtained to verify placement, and rn consulted with radiologist, second md. Line was appropriately terminating in "superior cavoatrial junction," but second md said line would be fine to be retracted 2 cm. When securacath was removed, and line was retracted, it was discovered that there was a pinpoint size hole in the line affecting only the white lumen. The gray and red lumens were unaffected with excellent blood return and no leakage with flushing. Malfunctioning line was replaced using over-the-wire technique, and placement verified with cxr per first md's instruction.